Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred and a stent fracture was discovered in (B)(6) 2007, cardiac catheterization was performed. The 90% stenosed target lesion was located in the right coronary artery (rca). A 3.5x32mm taxus express2 stent delivery system (sds) was advanced to the rca and the stent was deployed. A 90% stenosed lesion in the circumflex was also treated with a 3.5x32mm taxus express2 stent. The stents were post dilated with unknown balloons. In (B)(6) 2011, the patient presented with chest pain and very high st elevations and was given tpa. It was reported that the patient quit taking plavix due to financial issues. Using a non-bsc visualization system, it was noted that the stent in the cx was patent. However, thrombosis was detected in the rca. The visualization system also revealed 2 stent fractures which could have contributed to the thrombosis. The fractured portions were dilated with a 4.0x20 nc quantum apex balloon and a 4.0x28mm promus stent was placed within the fractured stent. An additional 3.5x28mm promus stent was placed in the lesion between a non-bsc stent placed 12 years prior and the taxus express2 stent. No additional patient complications were reported and the patient's status is fine. The patient was discharged on plavix and aspirin.

Manufacturer narrative:
Device is a combination product. (B)(4). If implanted, give date: (B)(6) 2007. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information to report, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred and a stent fracture was discovered in (B)(6) 2007 cardiac catheterization was performed. The 90% stenosed target lesion was located in the right coronary artery (rca). A 3.5x32mm taxus express2 stent delivery system (sds) was advanced to the rca and the stent was deployed. A 90% stenosed lesion in the circumflex was also treated with a 3.5x32mm taxus express2 stent. The stents were post dilated with unknown balloons. In (B)(6) 2011, the patient presented with chest pain and very high st elevations and was given tpa. It was reported that the patient quit taking plavix due to financial issues. Using a non-bsc visualization system, it was noted that the stent in the cx was patent. However, thrombosis was detected in the rca. The visualization system also revealed 2 stent fractures which could have contributed to the thrombosis. The fractured portions were dilated with a 4.0x20 nc quantum apex balloon and a 4.0x28mm promus stent was placed within the fractured stent. An additional 3.5x28mm promus stent was placed in the lesion between a non-bsc stent placed 12 years prior and the taxus express2 stent. No additional patient complications were reported and the patient's status is fine. The patient was discharged on plavix and aspirin.